Event description:
The pt was implanted with an scs system including an ipg, leads, and lead extensions on (B)(6) 2004. It was reported that on (B)(6) 2009, during an ipg replacement procedure, one extension could not be reused because the lead would not seat back into the extension header. The pt's extension was explanted and replaced. The explanted extension was not returned to the manufacturer for analysis. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.